Manufacturer narrative:
The device history record (DHR) for lot 632690 indicates that there were zero defects found in 572 visual samples and zero defects found in 802 physical samples inspected from the lot. The exact root cause could not be determined based on available information. A 6m root cause investigation was conducted and reviewed several potential contributing factors. There was one potential root cause identified that could not be discarded from consideration. The user potentially over-torqued the needle during the assembly process. The attachment method used by the customer could not be determined and a sample was not provided with the complaint. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer taper, hub leakage and damage. The lot met all defined acceptance criteria and was released. The investigation did not identify a systemic issue with the product or process. The investigation identified a potential root cause that is unrelated to the manufacture of the safety needle. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. It¿s recommended the user consults the instructions for use for guidance when attaching the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states an hb dose was being administered when immunization began spraying out of syringe in area of lever lock. The physician immediately removed syringe & discarded unit in sharps container. Leaking appeared to be coming from a crack noted in luer lock location.